Event description:
Account states that the respiratory therapist connected one leg of the dual heated circuit to a single pigtail to use it on a oxihood, causing overheating and melting of the circuit.